Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.

Event description:
The customer contacted stryker to report their device's therapy socket had a broken contact stuck inside. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.